Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; however no specific value was provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump and changed the infusion set to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.